Event description:
It was reported that a patient presented with failure to capture on the conduction system pacing (csp) lead. X-ray was performed and revealed that the csp lead was dislodged. During lead revision, the right ventricular (rv) lead came dislodged. The physician elected to explant and replace the csp lead and rv lead. The patient condition was stable following the procedure.

Event description:
Related MFR report number: 2017865-2024-69512

Manufacturer narrative:
Correction: b5 - related MFR report number added the reported event was dislodgment. As received, a complete lead was returned for analysis. The helix mechanism test was unable to be performed due to the helix damaged during analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.